Event description:
During a dressing change, the nurse noted a catheter leak at the distal end of the fixation wing on a size 2 fr catheter. The catheter was removed and exchanges. The leaking catheter was sent to biomedical for evaluation. The manufacturer rep is working to retrieve the samples.

Manufacturer narrative:
Corresponding medwatch submitted by user: (B)(4). The device has not yet been returned to vygon, (B)(4) the complaint details have been sent to vygon (B)(4) for complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.